Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had low blood glucose of 38 mg/dl. Customer stated that the insulin pump was alarming button error, but the screen is frozen. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No frozen display was noted. The insulin pump had minor scratches on the display window, a cracked display window, a cracked display window corner, a cracked reservoir tube lip and a cracked reservoir tube.